Event description:
Event description boston scientific crm received information that this high impedance transvenous defibrillation lead exhibited a rise in pacing impedance, from 900 ohms at implant to 1600-1700 ohms currently. A guidant technical services (ts) consultant discussed that these values remain within acceptable ranges for this lead, and discussed the possibility of continued monitoring. To date, there have been no reported patient symptoms associated with this clinical observation.